Event description:
Both staplers dysfunctional on fourth firing. Tissue was thickened but the md proceeded firing by occluding tissue two times prior to attempting to staple. Third firing device worked on first attempt in the same area.